Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 34 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was revealed. The patient came for a routine follow up and a computed tomography revealed an endoleak 3a. The physician treated the patient with two additional aortic extensions, which resolved the endoleak. The patient tolerated the procedure well and went home the next day.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The device was not returned for evaluation and remained in the patient. There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be assessed due to lack of information. There was substantiated evidence of: a complete component separation seen on a scout film for lumbar CT scan 27 months post index; a type iiia endoleak 34 months post index, with a successful secondary procedure. The final outcome of this patient was not known due to lack of information, however it was reported that the patient tolerated the procedure well, and was discharged home the next day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be conclusively determined based upon available information.